Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that injector locking n40-o separated from the connector. The following information was provided by the initial reporter: it was reported the injector pieced disconnected from the connector piece on the patient's port. Patient was post-hydrating with normal saline solution (nss) following carboplatm. I was at the bedside and patient was sitting on mother's lap, not touching the tubing. The injector pieced disconnected from the connector piece on the patient's port.

Manufacturer narrative:
H6: investigation summary: no samples or photos received for investigation. Three retained samples from the same lot were evaluated, and luer lock measured, no damage or defects observed, measurements met acceptance criteria. A device history review was performed for lot 2009603, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. The lot number is unknown for material 515056 (connector), therefore device history record review (DHR) or quality notification review (qn) could not be performed. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. Testing results were reviewed for the reported lot and found all product met required specifications. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that injector locking n40-o separated from the connector. The following information was provided by the initial reporter: it was reported the injector pieced disconnected from the connector piece on the patient's port. Patient was post-hydrating with normal saline solution (nss) following carboplatm. I was at the bedside and patient was sitting on mother's lap, not touching the tubing. The injector pieced disconnected from the connector piece on the patient's port.